Event description:
Procedure: lavh reportedly, the stapler locked down on tissue during the procedure. The patient had to be opened to remove the device as a result. The surgeon reports the tissue was normal and no tissue reinforcement was used. The patient has recovered well with no complications.